Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with pump rewind. The customer states they could not get their device to rewind. The customer was successfully assisted with pump rewind. The customer mentioned having a blood glucose reading of 420mg/dl. The customer declined to troubleshoot because they feel that the highs were caused by their nervousness. No further assistance was needed.